Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced air in the heater line of a homechoice cassette without an alarm. This occurred during fill four of four of peritoneal dialysis therapy. The patient was connected at the time of the event. During troubleshooting, it was reported that there was a leak from the heater line of the homechoice cassette. Renal therapy services assisted the patient in removing the supplies and ending the therapy session. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
H11: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.